Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl. The cause of the low bg was not known. The customer disconnected from the pump for a short while and the bg elevated to the target level. Tandem technical support advised the customer to discuss the event with a healthcare provider.